Manufacturer narrative:
Correction: correction: sections brand nameand common device name. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. However, based on investigation history, some possible root causes are, but not limited to: - application of too much force by the healthcare professional during the use of the device, and/or using the device with an angulation. - inadequate storage conditions which could have lead to mixing heavy devices with lighter ones. The cleaning and sterilization guide clearly reminds the user: ¿avoid mechanical damage, e.g. Do not mix heavy devices with delicate ones." - natural wear of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Sales rep reported that upon inserting the tibial component, it was then very difficult to remove the implant from the inserter. When it was managed to loosen the implants for the inserter, there was a small plastic element of the instrument broken.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposition unknown.

Event description:
Sales rep reported that upon inserting the tibial component, it was then very difficult to remove the implant from the inserter. When it was managed to loosen the implants for the inserter, there was a small plastic element of the instrument broken.